Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse / abuse of the product.

Event description:
Consumer is alleging that her heating pad caught on fire. There were no injuries or property damage reported with this incident.